Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; there is a piece of a hand piece connector stuck inside the device which occurred during set up for a procedure. The device was swapped out prior to any involvement and a procedure and no patient was affected.